Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had cubie failure. A technical support specialist remoted in and attempted to open the cubie through the tester app since the transaction had already been counted but the cubie still did not open. We confirmed that the lid was defective and although the mechanism worked when the cubie was manually ejected the lid continued to fail to open so tss advised customer to inform the pharmacy so they could issue a replacement cubie. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie failed to open when the user was trying to issue medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.